Manufacturer narrative:
Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from user facility via manufacturing representative regarding the patient with l1 compression fracture suggested for spinal therapy. Procedure used was l1 vertical column resection (vcr). Event occurred intra-op. It was reported that the moving part at the tip of the inserter got caught to the dura and dural damage was caused. There was delay of overall procedure for over 60 mins. Dural repair performed as a result of this event. No further symptoms or complications reported. Device is being returned. Update 2020-oct-22; the cage was placed, the set screw was temporarily tightened, the inserter was removed, and an image was taken. After that, the event occurred when trying to reattach the inserter to the cage for final tightening. When moving the slider of the inserter forward, the part interlocks to the slider came in contact with the dura mater, and it seems that it was damaged. The approach was performed from the rear. It was considered that there was no problem with the function of the inserter itself.